Event description:
The pt believes the infusion device is not delivering enough insulin. The pt's blood glucose measured 56 mg/dl at 9am in 2007 and the pt ate and bolused 3 units of insulin. At 11am, the pt's blood glucose measured 346 mg/dl and the pt changed the infusion set and received an e6 (mechanical error). The pt changed the battery, removed the insulin cartridge, and returned the piston rod and was able to prime without error. At 2:20pm, the patient's blood glucose measured 321 mg/dl and the pt injected 4 units of insulin. At 3:15 pm the pt's blood glucose measured 333 mg/dl and the pt injected 4 units of insulin. At 4:30pm, the pt's blood glucose measured 294 mg/dl, 223 mg/dl at 5:50 pm, and 76 mg/dl at 7pm. The pt's normal blood glucose is 120 mg/dl no further info is available. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.